Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and removed front panels, top panel and the smart module mounting brackets to untwist the cables. Fse also replaced the mc sensor, rebooted and primed the system. The repairs performed by the fse resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that when they tried to recalibrate calcium on unicel dxc 600i synchron access clinical system, they received modular chemistry (mc) sample probe obstruction error and the mc sample probe leaked over the instrument and created a flood. No injury was reported and no erroneous results were generated.